Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no. 383322 batch no. 0062177. Customer email stating the order this item but received something different. It was in the correct packaging.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0062177. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no. 383322, batch no. 0062177. Customer email stating the order this item but received something different. It was in the correct packaging.